Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got the initial infection 2 weeks after implant, then it came back in (B)(6) 2018 and it was removed in (B)(6) 2018. The patient was hospitalized for 6 days with a pic line when they went home for additional antibiotics. It was noted that the pocket was filled with pus. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was totally removed due to infection. There were no reports of device issues or allegations. There were no further complications reported or anticipated.